Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a diode, designator cr44 which was observed to have damaged several other components due to excessive current.

Event description:
It was initially reported that the device had its service indicator illuminated and had logged two fault codes. After eval, it was determined that the device would not deliver defibrillation therapy. There was no pt use associated with the reported failure.